Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the hip/buttocks. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The returned device was evaluated and an 0x14 alarm was generated by the pod. First rerun data of the pod continued to show the 0x14 alarm, indicating that an occlusion was present. After investigation of the pod, the formed needle was observed to have crystalized insulin inside the distilled tip. The debris was cleared by taking a soldering iron to the formed needle. After the debris was cleared, the pod was run a second time, this time not generating an 0x14 alarm, indicating that the occlusion was cleared and the pod functioned normally. Inspection of the drive mech showed no damage that would contribute to the reported alarm. The exact cause of the 0x14 alarm could not be determined. Inspection of the pod found the exposed portion of the soft cannula to measure out of specification at 1.064 inches. A tear was found on the exposed portion of the soft cannula causing the fluid to leak out from the tear. It could not be determined when this damage had taken place or if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.